Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing had a kink in it that caused flow issues during use. The following information was provided by the initial reporter: there is a kink between the port and filter causing difficult to flow issues.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-06. H6: investigation summary one unused and unopened sample was received for quality investigation. The customer complaint of kinked tubing could not be verified by investigation of the sample submitted. The sample submitted was opened and the infusion set was visual examined for any damage to the tubing. No kinks, holes, cracks or breaks were found in the sample. The set was then primed with normal saline and checked for air-in-line, occlusions and leakage. No issues were found on the submitted sample. A device history record review for model 2420-0500 lot number 21033171 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure reported could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of kinked tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21033171 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 02mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing had a kink in it that caused flow issues during use. The following information was provided by the initial reporter: there is a kink between the port and filter causing difficult to flow issues.